Event description:
During initial manufacturing testing, it was found that the device had retrograde flow between the channels and fluid flowed into the pt line when the cassette locking knob was engaged without assitance. The device was received from the customer with a report of "says collection bag full."